Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. A medical record for the patient was provided. The date of admission to neurosurgical department no. 2 (nd2) was (B)(6) 2018 at 00:03. The patient was transferred to the intensive care unit (ICU) on (B)(6) 2018 at 13:45 and then to nd2 on (B)(6) 2018 at 20:00. The patient was discharged from the ICU and nd2 on (B)(6) 2018 at 20:00. It was noted to be a scheduled admission. The diagnosis of the referring institution was lumbar osteochondrosis affecting mainly the l4-l5 (l = lumbar vertebrae), and l5-s1 (s = sacral vertebrae) segments, formation of an artificial bone-polymer unit at l4-l5-s1 after transpedicular fixation and transforaminal fusion, constant residual compression of the l5 root on the left, and neuropathic pain syndrome. Additional information received from the manufacturer representative reported that the implantable neurostimulator (ins) and two leads were sent to the manufacturer for analysis. This conflicts with the previous report that only one lead was implanted.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID neu_unknown_lead. Product type lead product ID neu_unknown_lead. Product type lead h2. Correction: please note, method code 4114 and result code 3221 no longer apply to this report. H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture that the patient experienced ¿big¿ impedance values and a short circuit. It was noted that the ins was implanted with only one lead and the healthcare provider forgot to use the ¿stub¿ for the second lead channel. No complications were reported or anticipated.

Manufacturer narrative:
Upon further review, hospitalization and life threatening apply to b2. Please note, conclusion code 11 and result code 3233 no longer apply to this report. Analysis of the returned implantable neurostimulator (ins) (serial # ) found no significant anomaly. Visual inspection of the ins did not reveal any significant anomalies. There was foreign material visible in the connector ports and under the connector module cover. The setscrew were visually backed out too far. The ins passed a series of defined and qualified automated functional tests. A known good lead was attached to the returned ins with the distal end placed in a 0.9% saline solution. Normal impedance was measured on all circuits and electrode pair combinations. Analysis of the returned lead (lot # unknown) found a setscrew impression in the insulation. The complete lead was received for ana lysis. Visual inspection identified a setscrew mark 1.9 cm from the proximal end of the lead. The proximal connector end was visibly stretched. Conductor coils were visibly crushed. A three wing anchor was located from 25.3 cm to 27.4 cm measured from the distal end of the lead. Visual inspection of the outer insulation identified a cosmetic cut, and that the outer insulation was pinched. Suspected body fluids were observed in the lead. The distal electrode end was visibly stretched. Electrical testing determined that the continuity of the conductors was complete. There were no shorts observed between the conductors. Analysis of the other returned lead (lot # unknown) found a setscrew impression in the insulation. The complete lead was received for analysis. Visual inspection identified a setscrew mark 2.3 cm from the proximal end of the lead. The proximal connector end was visibly stretched. Conductor coils were visibly crushed. Visual inspection of the outer insulation identified a cosmetic cut, and that the outer insulation was pinched. Suspected body fluids were observed in the lead. The distal electrode end was visibly stretched. Electrical testing determined that the continuity of the conductors was complete. There were no shorts observed between the conductors. If information is provided in the future, a supplemental report will be issued.